Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high voltage therapy. Upon interrogation, right ventricular lead dislodgment was suspected since it was picking up atrial signals. The entire system was repositioned and the patient is in stable condition.